Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument did not respond correctly to surgeon hand movements. It was observed that one of the pulleys was broken on the instrument joint, so it was replaced with backup instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following information: the issue occurred when the surgeon had his head inside the surgeon console, and while he was manipulating the instrument. The instrument scaled appropriately and moved in the intended direction. The timing of the instrument was appropriate and there was no shakiness. There were no instrument collisions or arm to arm interference. The robotic instrument was removed from the robotic arm, and it was observed that the jaw of the instrument was dislocated, which did not allow it to be used correctly since it does not close properly. The issue was persistent. The instrument was inspected before the procedure with no issues. The issue occurred 2 minutes after the surgery begun.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed failure analysis was able to replicate and confirmed the customer reported complaint. The instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge.